Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The device has been requested back for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error code after calibration. There was no patient involvement.